Event description:
The facility reported a pump that failed to alarm or alert as intended and has a burning smell while in the on state. This problem was identified during patient use. There was no patient injury or medical intervention. No additional info is available.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.